Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) who reported electrode 7 showed avoid at 247 ohms (on the right side). There was no loss of therapy. The consumer was programmed on electrodes 7+, 6-, 5-, right c7 247 ohms c6 468 c5 898 c4 1701 7 & 4 1740 7 & 5 946 7 & 6 487 6 & 4 1797 6 & 5 917 ohms 424 therapy impedance (B)(6) 2021 - electrode 7 was at 253 ohms, and electrode 6 was 482 ohms. Hcp said she may decide to reprogram patient to not use electrode 7.